Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 05/04/2018 stating that once the v-tachy episode declare, they stop the atrial pace to prevent missing a ventricular sense due to cross chamber blanking. It was stated that both on rate sense and shock channel was very odd. Sometimes the atrial pace was seen on rv but it falls in blanking so it was ignored. The rv rate sense impedance trend had trended downward since the change out from the mid 500's to the mid 400's. Lt was also stated that outputs on rv was high (6@2). The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).